Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/13/2024 it was reported by a sales representative via 4) that an abs-10061t angel prp kit was loaded into the angel machine. The machine repeatedly sucked up a portion of the blood, but then would report an error of running out of blood. This continued and kept reporting that there was a light error. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to a possible blood clot.